Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 157450, m2a-magnum mod hd sz 50mm, lot: 838780, part: 139252, m2a-magnum 42-50mm tpr insrt-6, lot: 094660, part: us157856, m2a-magnum pf cup 56odx50id, lot: 675670, part: 11-103205, taperloc por lat fmrl 11x142, lot: 916780. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-03246, taper: 0001825034-2019-03244, cup: 0001825034-2019-03286.

Event description:
Initial left total hip arthroplasty performed and subsequently, ten years later, the patient was revised due to allegations of pain, discomfort, and elevated metal ion levels. During the revision procedure, medical records indicated a large amount of hypertrophic synovitis with metallosis discoloration. Further, there was a large amount of corrosion on the taper.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of medical records indicate that the patient was experiencing pain and elevated metal ions prior to surgery. Preoperative leg length discrepancy of 2cm. Large amount of hypertrophic synovitis with metallosis discoloration noted within the capsule. The connection sleeve was cold-welded to the stem taper and would not come loose after numerous attempts with a bone tamp¿large amount of corrosion on the taper. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of medical records and complaint sample evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.